Manufacturer narrative:
Conclusion statement: the reported high impedance was not confirmed. Microscopic inspection of the returned incomplete section stim end lead a show no anomaly and no anomalies were observed in remaining section of the incomplete leads.

Event description:
Related manufacturer report number: 1627487-2023-01916. It was reported that the patient's leads were showing high impedances, and on the day of the procedure it was discovered that the leads were fractured. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.